Event description:
During a trial lead explant procedure, the surgeon noted skin irritation, swelling and oozing at the incision site. The pt's lead was explanted and he was treated with antibiotics. The infection has reportedly cleared.

Manufacturer narrative:
Culture reports were positive for mrsa infection. The explanted product will not be returned for evaluation. A review of the sterilization records for the explanted lead was found to be satisfactory. This is the final report.